Event description:
It was reported that an adult patient received a second degree burn that involved an enflow infusion fluid warmer and cartridge. During surgery that was approximately 1 hour in duration, the fluid was warmed with the enflow warmer and enflow cartridge. The cartridge was reported as lying freely next to the patient and not in contact with the patient's skin. After surgery, the cartridge was removed from the warmer and connected to the patient's infusion line, so fluid delivery could continue during transport to the pacu. The cartridge was reportedly, "lying under the blankets," and not in contact with the patient's skin at this time. Approximately 1 hour after surgery and during a nurse shift change, the nurse reported the patient had a "square degree burn on the left wrist which was noted in the pacu while the patient was still under anesthesia. The burn was described as, "reddening and blistered." Subsequently, the nurse bandaged the patient's arm. At the time the burn was noticed, the cartridge was described as in contact with the burn area and cartridge surface was "warm, not hot, not very warm." No further sequelae reported.

Manufacturer narrative:
Under european law, patient information is considered confidential and will not be released by the site. The lot number is unknown, therefore, the expiration date and manufacture date are unknown. The enflow cartridge was discarded by the customer, but the enflow warmer device will be returned for evaluation. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.